Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 dpx 192t ce-ivd assay performed within specifications. A review of the provided data confirmed the reported results, with no anomalies identified in the algorithm, pcr curves, or hardware that could lead to erroneous results. Positive controls for parvovirus b19 were valid, and no evidence of malfunction was observed. However, it cannot be excluded that the reactive hav result was caused by cross-contamination or pre-analytical contamination. No product issue was identified, and there is no indication of incorrect result interpretation or miscalculation of algorithm parameters, including rfi or CT values.

Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 dpx 192t ce-ivd assay on the cobas 6800 instrument. The discrepancy involved conflicting results between pooled and individual sample testing. A 6-pool sample (ID: (B)(6) tested positive for hepatitis a virus (hav) with a cycle threshold (CT) value of 39.3 using control batch 10156. However, an individual sample (ID: (B)(6) from the same pool tested weakly positive for parvovirus b19 (b19) and negative for hav using control batch 10158. All other samples within the 6-pool tested negative for hav. Additionally, a corresponding 96-pool sample was invalid, and no result was generated for this test.